Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 180 mg/dl. The customer stated that the outer screen has a scratch but underneath is black, purple and silver, cracked out on the lcd display. The customer advised they were leaving kroger's and heading through the auto doors and the door closed on the insulin pump. The customer advised screen could not be read. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump also had cracked reservoir tube lip and cracked case near the display window corners.